Manufacturer narrative:
Block b3: exact date unknown, event occurred three months prior to the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216700, model: sc-8216-70, serial: (B)(6), batch: 517282.

Event description:
It was reported that the patient had to charge the ipg more frequently. It was also stated that there were high impedances noted on the patients lead. The patient underwent a procedure wherein the ipg and lead were replaced. The patient was doing well postoperatively and the explanted devices were retained by the medical facility and will not be returned.